Event description:
Abnormal skin condition at bovie site noticed when patient was transferred from or bed to stretcher. 1 1/2 inch break in skin at the left inner upper thigh. After viewing bovie site, physician gave verbal orders for silvadene cream and dressing.